Event description:
During a routine device replacement procedure, normal capture values were observed on the left ventricular (lv) lead. However, when the lv lead was connected to the new device, a loss of capture was observed. The device was reprogrammed to deactivate the lv lead to resolve the event. The patient was stable and will continue to be monitored.